Event description:
A (B)(6) male a patient contacted zoll customer support to report a code 204. When a patient service representative (psr) visited the patient to exchange his monitor, the psr also reported that the patient's charger/modem was not working. The patient was issued a replacement monitor and charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the monitor does not recognize an attached electrode belt. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause for the disruption in communication is an intermittent trace between the u409 (high speed can transceiver) and u413 (can controller) components. The root cause for the intermittent trace cannot be positively identified. Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger does not work properly) was confirmed. Upon evaluation, the u13 (8-bit cmos flash micro-controller) component was shorted. The cause for the improperly functioning charger is the shorted u13 component. The root cause of the shorted u13 component cannot be positively identified. No adverse event resulted from the shorted u13 component in the charger or the intermittent trace in the monitor. The patient was issued a replacement monitor and charger/modem. Date of manufacture: monitor, charger/modem on: 01/2012.